Event description:
It was reported that a user experienced an inability to unlock the ilet, describing the unlock slider moving only halfway before resetting, consistent with a device user interface or screen responsiveness issue; the screen had no visible cracks, and the issue resolved after a device restart performed via the mobile app. Symptoms included no reported adverse clinical effects and no blood glucose impact. Outcomes included no medical intervention, no hospitalization, and no alerts or alarms. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed successful restoration of normal function following a restart, with no persistent malfunction observed. It was concluded that the event was a transient user interface responsiveness issue resolved through standard troubleshooting, with no patient harm.